Manufacturer narrative:
The reported failure was not confirmed through analysis. Visual inspection revealed dried body fluid on the handle, main shaft and distal end. Dried saline was found on distal end and inside several irrigation ports. No irrigation port anomalies were found. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Irrigation flow testing did not reveal any anomalies. The device passed inspection and functional testing and the investigation conclusion code is no problem detected.

Event description:
It was reported that irrigation difficulties occurred. During an percutaneous myocardial ablation procedure to treat atrial fibrillation in the right inguinal vein, an intellanav mifi open-irrigated ablation catheter was selected for use. While the catheter was being flushed at 60 milliliter per minute for priming, it was noted that one of the irrigation holes was flowing slower than expected. It was also noted that it was flowing forward rather than backwards. It was not reported whether any error messages were displayed.the procedure was completed by replacing the catheter. No patient complications were reported and the patient's current condition is fine.

Event description:
It was reported that irrigation difficulties occurred. During an percutaneous myocardial ablation procedure to treat atrial fibrillation in the right inguinal vein, an intellanav mifi open-irrigated ablation catheter was selected for use. While the catheter was being flushed at 60 milliliter per minute for priming, it was noted that one of the irrigation holes was flowing slower than expected. It was also noted that it was flowing forward rather than backwards. It was not reported whether any error messages were displayed. The procedure was completed by replacing the catheter. No patient complications were reported and the patient's current condition is fine.